Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer¿s doctor informed us: on (B)(6) 2016 at 12:36 p.m. Customer had a blood glucose value of 700 mg/dl and ketoacidosis. Doctor and customer¿s mother assume the pump didn¿t deliver insulin correctly. Customer received insulin intravenously. Pump is no longer in use. How long customer is hospitalized is unknown. Pump requested for investigation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.